Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 6.0 cm cuff, a 5.5 cm cuff, a 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.